Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: c4tr01 ipg implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient had recurrent bouts of (B)(6). It was determined the device and leads did not have an effect on the infection; however, it was decided to remove the system to aid in the healing process. No further patient complications have been reported as a result of this event.